Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had a sensor serter anomaly. Customer's blood glucose was 217 mg/dl. The customer stated that the sensor broke that the needle came out and the sensor came out with the serter. Customer stated that she already put a new sensor in. The customer reported neither needle hub nor sensor is inside the serter and catch arm is not bent. The customer will receive a replacement sensor.